Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Concomitant medical products: d234trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 693565, implantable tachy lead, implanted: (B)(6) 2009; 432-04, competitor implantable pacing lead, implanted: (B)(6) 1996; 430-10, competitor implantable pacing lead, implanted: (B)(6) 1996.

Event description:
It was reported an infection occurred. The device and lead were removed. No further patient complications have been reported as a result of this event.